Event description:
Spacelabs received a report that a multigas analyzer module displayed "isoflurane" when the agent desflurane was delivered. The display showed question marks rather than agent values.

Event description:
Spacelabs received a report that a multigas analyzer module displayed "insoflurance" when the agent desaflurance was delivered. The display showed question marks rather than agent values.

Manufacturer narrative:
The customer's unit has been replaced. Spacelabs received the returned subject device on april 04, 2012 for investigation. No one has been injured as a result of this malfunction. We will provide a supplemental report once additional information is obtained.

Manufacturer narrative:
The subject device was returned to spacelabs for investigation. Testing carried out by the equipment service center (esc) identified the root cause as a defective optical bench in the multigas analyzer assembly. The display "isoflurane" when the desflurane agent was delivered was due to the failure of the optical bench. The question marks (???) Displayed in the gas analysis parameter field indicated the identification of out-of-range data. This is by design as a mitigation to alert the user to an issue with the analyzer that requires the user's intervention. The operations manual for the multigas analyzer explains the conditions with question marks. The customer's unit has been replaced. No one has been injured as a result of this malfunction. This supplemental report is considered final and the issue is closed.